Event description:
It was reported that during preparation for a percutaneous coronary intervention, stent dislodgement occurred. As the 2.5x20mm promus element stent was opened and prepped for use the stent was dislodged from the balloon. The procedure was completed with another 2.5x20mm promus element stent. As the stent dislodged prior to use, no patient complications were reported the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified that the stent delivery system (sds) was returned without the stent attached. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention, stent dislodgement occurred. As the 2.5x20mm promus element stent was opened and prepped for use the stent was dislodged from the balloon. The procedure was completed with another 2.5x20mm promus element stent. As the stent dislodged prior to use, no patient complications were reported the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).